Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient is on the mend recovering from the procedure. The symptoms did not worsen, and the patient was medically plegated during the operation. The doctor believes that the cause of the failure to open was a strong tortuosity of the intracranial part of the internal carotid artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle and distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left ophthalmic segment of the internal c arotid artery with a max diameter of 6 mm and a 4 mm neck diameter. Landing zone: distal: 4 mm and proximal: 4.25 mm. It was noted the patient's vessel tortuosity was severe. It was reported that during surgery for an aneurysm of the ophthalmic segment of the internal carotid artery on the left, after installing a flow diverter stent and removing it from the shaft by 3/4 of its length, the instrument did not open during 4 minutes of waiting. After that, the instrument was wound back into the shaft and removed from the vessel. It was decided to embolize the aneurysm with axium coils. It was reported the pipeline failed to open in the middle and distal sections. The pipeline was positioned in a middle bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).